Event description:
It was reported that during a pcnl procedure, the stent broke. When removing the string from the polaris ureteral stent, the stent broke at the double-j portion of the bladder coil, outside the pt. The procedure was completed with another polaris stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The reported complaint was unable to be confirmed. The product was not returned for analysis. A review of the device history record was performed and revealed no related issues to this complaint. If any further relevant info is received, a supplemental medwatch will be filed. The most probable root cause is considered handling damage due to the handling technique the suture tore through the stent body during an attempt to remove the suture.